Event description:
Received report of a "burst" tubing during a power injection of contrast. The patient had a peripheral IV, and the injector was connected to the clave port proximal to the pt. Contrast was injected between 2-4ml/second with a maximum peak pressure of 200 psi. The total amount to be injected was 100ml. After receiving approx 50ml, the tubing burst below the clave. The injection was immediately stopped. There was no reported bleed back or blood loss. The site remained intact. The tubing was changed, and the study was completed without further problems. There was no reported adverse patient effect. Additional patient information was requested, but no further information available.